Event description:
It was reported that the pt. Was experiencing neck pain around the wires of the vns. X-rays were provided for review. Update was later received that the patient underwent surgery and the surgeon removed multiple sutures in the area where patient was complaining of the pain. Device was tested afterwards and seen to be working properly. No other relevant information has been received to date.